Event description:
The customer reported mixed up data. The image selected was not the image displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and reloaded sys software and calibration files. The sys operates as intended.